Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. It was reported that an endoleak type ia was detected. Re-intervention was carried out with the addition of an endurant cuff stent graft, a non mdt bare metal stent and 10 endoanchors. The event was resolved. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the original aneurx endograft was implanted 3 years previously to when the endoleak was identified. It was also reported that the endoleak was situated at the superior fixation site.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.